Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later repositioned. The lens remains implanted. Cause of the event was a patient-related-factor.

Manufacturer narrative:
H3: product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Correction: g1. B5: the lens was explanted and the problem was resolved. Cause of the event is both unknown and a patient-related-factor. Claim# (B)(4).